Event description:
This complaint is now reportable based on the analysis. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the tip of the 3.00x32 mm taxus liberte drug eluting stent was found bent. The procedure was completed with a different device. However, the returned product revealed stent damage.

Manufacturer narrative:
Product analysis could not verify the tip damage as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the distal bumper tip did not reveal any abnormalities that would have contributed to the difficulty as stated in the complaint. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A review of all information available for consideration at the time of this investigation was not sufficient to determine the exact cause of the reported defect. The most probable root cause is considered handling damage.